Event description:
It was reported that the patient went to the hospital due to his inflatable penile prosthesis (ipp) device not working properly. Two weeks later, a surgical intervention was performed in which a tear was found in the left cylinder. The component was replaced. The cause of the cylinder tear was not confirmed by the hospital. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinder was visually and microscopically inspected, revealing wear at a fold in the middle of the cylinder body. A large tear was found in the outer tube with broken fabric threads in the proximal cylinder body; however, this hole was consistent with sharp instrument damage that likely occurred during explant. Additionally, the cylinder had a detachment in the inner tube and broken fabric threads in the middle of the cylinder body; this observation was also result of sharp instrument damage. The component could not be pressure tested due to the hole identified. Based on the information available and analysis results, reported allegation of mechanical issues could not be confirmed.

Event description:
It was reported that the patient went to the hospital due to his inflatable penile prosthesis (ipp) device not working properly. Two weeks later, a surgical intervention was performed in which a tear was found in the left cylinder. The component was replaced. The cause of the cylinder tear was not confirmed by the hospital. There were no patient complications reported.